Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. No further testing could be completed due to unresponsive buttons. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners and reservoir tube lip.

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer reports that buttons were unresponsive. Customer's blood glucose was 34 mg/dl, which was treated with food. During call, customer checked blood glucose and it was 195 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.